Event description:
It was reported that in 2006 the patient was implanted with a sulox head and a low profile cup in his hip (position not reported). On an indefinite time, the patient had a fall. On (B)(6) 2012, due to a broken ceramic head, the patient had to undergo revision surgery. This case is only reported now because it became evident that this product is also released in the us, hence the initial reporting. The product has been received an investigated and the results are as follows: during the trend analysis, no adverse trend was identified. Results of the visual examination are as follows: four large fragments of the fractured femoral head were received. The 4 fragments were assembled in respect to each other and it was discovered that approximately 10% of the implant volume was missing. The visual and microscopic inspection of the cone surface: on the surface of the cone, primary metal traces were found on fragments: greyish in color and reflecting the metallic taper surface structure.

Manufacturer narrative:
Those traces were not distributed homogeneously around the cone; although the other 2 fragments did not show these primary metal traces. Secondary metal traces were found on almost all fragments, principally along the fracture edges and/or on the fracture surfaces. Strong secondary metal traces were found on the bottom of the cone. Visual and microscopic inspection of the fracture surfaces: fracture surfaces were found free of pores and inclusions. The edges of the fracture surfaces were found to be rounded and chipped. When these 4 fragments were put together, the fracture origin was exactly opposite to the cone surface showing primary metal traces. Visual and microscopic inspection of the articulating surface: the articulating surface did not show visible defects. There were no trace of wear, cracks and scratches. The material properties were determined and the density of the four fragments was 3.98 g/cm3 in average (specified value: greater than or equal to 3.96 g/cm3/cm3) and 3.98 g/cm3 for each fragment. The examinations carried out showed that the femoral head was in conformity with the specifications at the date of delivery in all respects, i.e. Regarding geometry and materials properties. Material defects have been detected. Primary metal traces of the metal taper in the ceramic cone, grayish in color and reflecting the taper surface structure, were formed all over the circumference upon correct initial positioning of the femoral head on the taper. Such primary metal traces were found only locally on the cone surface. Based on the examinations carried out and considering that only 90% of the actual implant was available, a correct positioning of the femoral head on the metal taper cannot be confirmed. Therefore zimmer (B)(4) will consider this case as closes. (B)(4).